Event description:
Stent graft covered the distal part of the left renal artery: the treo device was used for an aneurysm located in the aortic bifurcation and excluder stent-grafts (gore) were used in the bifurcations of the right and left common iliac arteries to the inner and outer iliac arteries. The treo device was planned to be accessed from the right common iliac artery. The treo was planned to start deploying first and the excluder stent grafts were planned to be deployed in bifurcations of both left and right common iliac arteries. Then a suprarenal stent (endurant ii, medtronic) was to be implanted during a 1.5 stent (manufacturer is being confirmed) is being deployed. During the procedure, as the treo device was deployed at a more peripheral location than planned, the treo main stent-graft was pushed with the delivery system and the contralateral short leg was deployed. Then the left leg extension stent-graft was cannulated. The main stent-graft was pushed in further when an excluder leg stent-graft (27x10cm, gore) was used. After the contralateral leg extension stent-graft was implanted, the ipsilateral leg extension stent-graft was implanted. During the final angiography, a delay of the contrast medium in the left ra was confirmed. Using a chimney-graft technique, a viabahn vbx stent (gore) was implanted to secure the blood flow of the left ra. Subsequent angiography confirmed the blood flow of the left ra and the procedure was completed. The physician commented that the renal dysfunction would probably not be a problem since the blood flow was secured. (B)(4). Patient outcome - "no health damage to patient."

Event description:
Stent graft covered the distal part of the left renal artery: the treo device was used for an aneurysm located in the aortic bifurcation and excluder stent-grafts (gore) were used in the bifurcations of the right and left common iliac arteries to the inner and outer iliac arteries. The treo device was planned to be accessed from the right common iliac artery. The treo was planned to start deploying first and the excluder stent grafts were planned to be deployed in bifurcations of both left and right common iliac arteries. Then a suprarenal stent (endurant ii, medtronic) was to be implanted during a 1.5 stent (manufacturer is being confirmed) is being deployed. During the procedure, as the treo device was deployed at a more peripheral location than planned, the treo main stent-graft was pushed with the delivery system and the contralateral short leg was deployed. Then the left leg extension stent-graft was cannulated. The main stent-graft was pushed in further when an excluder leg stent-graft (27x10cm, gore) was used. After the contralateral leg extension stent-graft was implanted, the ipsilateral leg extension stent-graft was implanted. During the final angiography, a delay of the contrast medium in the left ra was confirmed. Using a chimney-graft technique, a viabahn vbx stent (gore) was implanted to secure the blood flow of the left ra. Subsequent angiography confirmed the blood flow of the left ra and the procedure was completed. The physician commented that the renal dysfunction would probably not be a problem since the blood flow was secured. (Tc#bm211200257) patient outcome - "no health damage to patient."